Manufacturer narrative:
Batch review performed on 13 april 2016. (B)(4). Not yet received.

Event description:
The tibial insert didn't fit into the tibial baseplate. Another insert (back-up) was available and it was used to complete successfully the surgery.

Manufacturer narrative:
On 19 may 2016 the r&d project manager performed a visual inspection of the retrieved uhmwpe insert and commented as follows: the posterior "clipping" features of the insert have been plastically deformed and damaged in the lateral side. It presents a sort of incision with the negative shape of the clipping "tooth" of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed posteriorly and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related.

Manufacturer narrative:
On 15 june 2016 it was prepared a final report with the information already submitted in the previous reports. On 26 june 2016 the report was sent to the initial reporter and the case was closed.